Event description:
It was reported that the device will not hold a charge longer than two hours even after installing a new battery. Customer reported that there were no audible alarm and/or error message prior to the unit shutting down notifying the user of the malfunction. There were no known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.